Event description:
B braun IV pump was set to infuse 250 ml from the primary line and then stop. The pump programmed correctly. Infusion began and pump stopped short of infusing 250 ml causing a delay in delivery of infusion. Pump programming double checked and programmed correctly.